Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time, it was reported that the set screw completely disengaged from the screw head and the rod was loose on the left hand side. On the right side, the screws were loose. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show one of the set screws probably from l2, completely out of the screw head in the para spine soft tissue.